Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: damage of the distal and proximal polymer inlays confirms the details of the report that a zimmer ¿gold¿ tear drop which must have a larger diameter than the maximum that is mentioned in the stg in the precaution. Damage of the distal inlay is likely caused by a pushing and pulling the reaming rod in attempt to get it through the smallest part of the inlay. The compatibility of the reaming rod needs to be checked trough the dedicated hole in the center of the aiming arm. There is no damage to the proximal contour of the distal inlay and we can exclude that the inlay was crushed with another instrument. Damage of the proximal inlay is caused by rotation of the reaming rod while its tip was trapped inside the proximal inlay. This caused rotation of the inlay with respect to the nail and shear of the latch feature of the proximal inlay. There is damage to the interface of the nail caused by high torque between insertion handle and nail. Most likely this damage happened when an object, potentially a screw of the lateral plate or the tension device, blocked rotation of the nail. This is in alignment with the report that the nail could not be rotated. A massive scratch caused by the object is visible. A less likely cause is that the torque was applied between insertion handle and the reaming rod. Based on the damage to the interface and the proximal inlay this can not be excluded based on the rotating direction of the damage. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as there is damage to the nail interface, the proximal inlay, the distal inlay, and there are scratches. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the proximal end of the nail seemed to be bent at the connecting part of the nail, due to trying to rotate the nail inside the canal while attached to the insertion handle. This report (B)(4) captures the intra-operative event where the hook from the atd swivel broke off and tibial nail became damaged while related complaint (B)(4) captures the post-operative event where the patient had an existing 4.5mm lcp proximal tibia plate. The intent was to tension the lateral side to reduce the malunion/non-union. This report is for one (1) tibial nail-advanced / 11 345 / sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient had an existing 4.5mm lcp proximal tibia plate. The intent was to tension the lateral side to reduce the malunion/non-union then the unknown nail the tibia and augment the medial side with a butress plate. Upon placement of the articulated tension device (atd) on the existing later plate, the hook from the atd swivel broke off. We retrieved the item from the patient, no residual fragments were left in the patients. We used a new atd and it worked fine. While nailing the tibia the poly inside the tna nail became damaged when trying to remove the gold "tear drop", zimmer guide rod after insertion of the nail. We realized when we were rotating the tna suprapatellar handle attached to the nail, the holes in the nail on the x-ray were not moving. So we removed the nail and had to ream up and use the next size diameter nail. We only had one each of the tna sizes. Surgeon was happy with the ultimate outcome of the case. Procedure was successfully completed with twenty(20) minutes delay. This is report 2 of 2 for complaint (B)(4).